Event description:
It was reported a 6f angio-seal sts plus device was used to seal the arteriotomy site post percutaneous procedure. The representative reviewed the pre-deployment angiogram which revealed significant peripheral vascular disease and a smaller than 4 mm vessel. The staff stated the pt may have had a prior stent placed in the superficial femoral artery. The pt experienced a numb leg and the leg was absent of pulses. An ultrasound revealed occlusion to the lower extremity. The pt underwent emergency surgical exploration and revascularization. The surgeon removed thrombus and the angio-seal device.